Event description:
It was reported that while using the bd facs¿ lyse wash assistant that there was erroneous results. The following information was provided by the initial reporter: we have identified carryover again in this instrument from one tube to another.

Manufacturer narrative:
Initial reporter phone #: (B)(6). Common device name: station, pipetting diluting clinical use. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6- investigation summary ¿ scope of issue: the scope of issue is only limited to bd facs lyse wash assistant, part # 337146, and serial # (B)(6). ¿ problem statement: customer reported complaint regarding carryover issues that occurred on (B)(6) 2023. Carryover poses the risk of producing erroneous results that might impact patient diagnosis and treatment. The instrument was repaired and found to be functioning as expected, and neither the customer nor any patients were harmed due to this issue. ¿ manufacturing defect trend: there are 0 qns (quality notifications) related to the reported issue. Date range from (B)(6) 2022 to date (B)(6) 2023 ¿ manufacturing device history record (DHR) review: DHR part #337146 serial # (B)(6), file # (B)(4), was reviewed. The instrument met all the manufacturing specifications prior to release. Date of mfg:(B)(6) 2018. ¿ complaint history review: there are 15 complaints related to the issue of carryover: (B)(4) date range: (B)(6) 2022 to date (B)(6) 2023. ¿ returned sample evaluation: a return sample was not requested for evaluation because the replaced part is not service returnable. The instrument was repaired, and the instrument is functioning as expected. ¿ service history review: review of related work order #: (B)(4), case #(B)(4) install date: (B)(6) 2018 defective part number: 346340 - pump liquid 1/8 barb work order notes: o cause: old cleanse pump o solution: fse replaced cleanse pump and carried out performance verification tests including air pressure test, vacuum calibration, vacuum test, touchscreen calibration, tank and level sensing, tube and carousel sensing, manual decontamination, dispense fix and cell wash test which all passed. Fse verified instrument is functioning as intended. O parts replaced : 346340 - pump liquid 1/8 barb ¿ risk analysis: risk management file part # 337146ra, /vers. B, bd facs¿ lyse/wash assistant risk analysis was reviewed. No new hazards have been identified and the current mitigation is sufficient. Hazard(s) identified? Yes no o hazard ID #: 2.1.1 o hazard: carryover o cause: clogged orifice o harmful effects: incorrect results, damaged instrument o residual probability: 1 o residual severity: 3 o residual risk index: 3 ¿ potential causes: based on the investigation, the potential cause of the issue was worn out cleanse pump. ¿ investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and service activity review, the potential cause of the issue was worn out cleanse pump. To resolve the issue an fse visited and confirmed the issue. To resolve the issue fse replaced the cleanse pump and performed various tests: air pressure test, vacuum calibration, vacuum test, touchscreen calibration, tank and level sensing, tube and carousel sensing, manual decontamination, dispense fix and cell wash test. Afterwards, the instrument is functioning as intended. Customer confirmed that erroneous results on patient samples were not reported to clinicians. No patient was diagnosed or treated based on these results. Proper daily and monthly cleaning procedures can be found under ¿maintenance¿ in the user guide; bd facs¿ lyse wash assistant instructions for use, #23-11113 rev. 02/vers. A, starting page 107. Troubleshooting procedures can be found in the IFU starting on page 145. The safety risk of this hazard has been identified to be within the acceptable level. ¿ conclusion: based on the investigation, the complaint was confirmed, and the potential cause was determined to be a worn-out cleanse pump. The fse confirmed the issue and replaced the cleanse pump after various diagnostic tests. Afterwards, the instrument is functioning as expected. No one was harmed or injured, and no patient was diagnosed or treated based on any erroneous results. The safety risk of this hazard has been identified to be within the acceptable level. Based on the investigation results a CAPA is not required because the issue was resolved and there was no impact to customer and patient health or safety. H3 other text : see h.10.

Event description:
It was reported that while using the bd facs¿ lyse wash assistant that there was erroneous results. The following information was provided by the initial reporter: we have identified carryover again in this instrument from one tube to another.